Event description:
It was reported that a patient presented with high pacing impedance noted on the right ventricular lead. The lead was capped ad replaced on (B)(6) 2024. The patient was stable throughout.